Event description:
It was reported that deployment issue, myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2014, the patient presented with an in-stent restenosis of an unknown stent implanted in the proximal left anterior descending artery (lad). A 3.0x20mm emerge balloon catheter was advanced to the lesion and the balloon was inflated at 10 atmospheres. Then, a 3.0x10mm cutting balloon was inflated at 12 atmospheres. Subsequently, a 3.00x24mm promus premier¿ stent was advanced and deployed in the lesion at 14 atmospheres. Antiplatelet medication was given before and during the initial procedure. In (B)(6) 2014, the patient presented with an acute mi. It was noted that the proximal edge of the previously implanted 3.00x24mm promus premier¿ stent was completely occluded. A 3.0x20mm emerge balloon catheter and a 3.5x20mm nc quantum apex balloon catheter were advanced for dilation. Intravascular ultrasound was performed and a thrombectomy catheter was used. An antiplatelet medication was given at the time of thrombosis. Then a 3.0x12mm promus premier¿ stent was deployed at the distal end of the 3.00x24mm promus premier¿ stent at 15 atmospheres to cover the residual thrombus and the procedure was completed. The physician noted that the unopposed proximal portion of the 3.00x24mm promus premier¿ stent contributed to the development of thrombosis. No further patient complications were reported. The patient's status was stable and antiplatelet medication was given to the patient upon discharge.

Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).